Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. There are warnings in the package insert that these types of events can occur. Under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Also, "the surgeon is to be thoroughly familiar with the surgical technique, implants and instruments, prior to performing surgery." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03895 / 03896).

Event description:
Legal counsel for the patient alleged during an initial right hip arthroplasty, the surgeon prepared the femur to fit a size 20 stem; however, the planned stem was found to be unavailable. The surgeon then allegedly attempted to implant a different size 20 stem, which became lodged in the femoral canal. Allegedly, additional instrumentation was required to removed the stem. The procedure was completed by allegedly cementing in a size 18 stem. Legal counsel reported operative notes indicate the procedure took a total of nine hours as a result of the complications. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant product(s): r/b rloc lhole shl 60mm sz 25/ pn 11-106060/ ln 933460. E-poly 40mm maxrom lnr sz25/ pn ep-107825/ ln 352180. Cer bioloxd option hd 40mm/ pn 650-1058/ ln 547710. Tprlc 133 type1 pps ho 20.0/ pn 51-104200/ ln 3347610. Tprlc 133 mp type1 pps ho 18.0/ pn 51-107180/ ln 2980429.